Manufacturer narrative:
The customer's report was verified at a zoll approved service provider and attributed to the smart pneumatic module board. A replacement smart pneumatic module board was sent and will be repaired onsite. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The smart pneumatic module assembly was returned to zoll medical corporation for evaluation. The customer's report was duplicated and the board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.